Event description:
Caller states the patient tested 4.8 inr and 3.2 inr on the coaguchek xs system. The patient's coumadin dose was decreased based on the reported results. No adverse event reported. Requested return of suspect system however the caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned to manufacturer.